Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no medical intervention specified. In previous reports section b5 mentioned incomplete, correct should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, liver disease, kidney function elevated, sinus infection, particle in lungs, nasal/throat irritation or soreness, cough, tightness in the chest, stomach discomfort, headache, nausea, dizziness, allergies and red and puffy eyes. The reported event and its severity were reviewed by the manufacturer's clinical expert. The reported events of nasal/throat irritation or soreness, cough, tightness in the chest, stomach discomfort, headache, nausea, dizziness, allergies and red and puffy eyes are assessed as non-serious injuries and the reported events of asthma, liver disease, kidney function elevated, sinus infection and particle in lungs are not related to the device. Therefore, the device did not cause or contribute to a serious injury or death. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 health effect - clinical code has been corrected, and type of investigation, investigation findings, and investigation conclusions have been updated.

Manufacturer narrative:
Additional information was received on mar 24, 2025 and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging asthma, liver disease, kidney function elevated, sinus infection, particle in lungs, nasal/throat irritation or soreness, cough, tightness in the chest, stomach discomfort, headache, nausea, dizziness, allergies and red and puffy eyes. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed an unknown dust contaminant on the flip doors, top enclosure, ui (user interface) panel, inside the iso ( international organization for standardization) port, rear panel, bottom enclosure, blower and blower box. The manufacturer was also observed black hairlike contaminant on the flip doors, top enclosure, ui (user interface) panel, inside the iso (international organization for standardization) port, rear panel, bottom enclosure, and blower. Evidence of liquid ingress with an unknown dust contaminant consistent with mineral deposits was observed on the inside of the iso ( international organization for standardization) port, blower, and blower box. A keratin-like substance was observed on the blower box outlet. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer confirmed the presence of contamination in the airpath and unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma and liver disease. There is no report of the medical intervention that the patient has received at this time. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.